Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record determined the motor speeds were unstable, the switch failed, the device was damaged and out of calibration at the 0 reading. The motor, switch, plug harness assembly, machined head, pin, screws, and various bearings were replaced and the device was recalibrated and resolved the reported issue. A definitive root cause cannot be determined. Review of DHR did not find any deviations or anomalies related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: poland. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had a general device malfunction and had a damaged switch. It was also noted that the device had a broken cable, the motor runs poorly, and there was power loss. The event occurred during device inspection. This was not a new device. No adverse events were reported as a result of this malfunction. No harm or delay were reported. Attempts have been made and no further information has been provided.